Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6).

Event description:
It was reported in a journal article that an MRI scan identified a pseudotumor in one patient post-implantation. No further information is available and the patient outcome is unknown.